Manufacturer narrative:
The device evaluation is ongoing and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope exhibited a scratched acoustic lens that reached the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected fields: d9 and e1 (establishment name). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''the acoustic lens having a scratch that reaches the adhesive-layer could not be determined. The event can be prevented, by handling the device in accordance with the following instructions for use: important information-please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.